Manufacturer narrative:
The initial MDR 2432235-2020-00037 was filed on 14-jan-2020. Additional information (12-feb-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that the precision seen hcg is not unexpected for such a low dose sample. Samples from patients with gestational trophoblastic disease (gtd) may contain higher amounts of free b-hcg, nicked hcg and b-core fragment. The different hcg methods use different antibodies and likely detect different amounts of the hcg variants. The immulite hcg assay is intended to be used as an aid in detection of pregnancy. Hsc did not confirm a product performance issue. The instrument is performing within specification. No further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted siemens customer care center. Quality control (qc) and adjustments were found within ranges at the time of the event. Siemens headquarters support center (hsc) is reviewing the information provided by the customer. Immulite 2000 hcg assay is not validated for tumor marker analysis. The cause for the discordant falsely elevated hcg sample results is unknown. Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained using immulite 2000. The initial result from immulite 2000 was within the expected value range and it is unknown if it was reported to the physician(s). Two subsequent repeats result using the same immulite 2000 instrument were higher and considered discordant. The next repeat result from an alternate non-siemens method was considered correct and reported to the physician(s). Additional repeat results from immulite 2000 were all within the expected value range. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.